Event description:
The physician wanted to treat several lesions in the distal and proximal sfa which were described as a concentric with little calcification and filiform stenosis. No abnormalities noted during preparation and inspection of the device prior to us. The stenosis was to be treated in an antegrade puncture with 5fr sheath. The physician inserted a 14" wire (pilot abbott) and advanced the amphirion deep otw pta balloon catheter to the lesion. Resistance was noted during insertion at the point where the balloon was inserted in the sheath. The balloon was inflated using a syringe for 60 secs. Approximately 4mm of an opening occurred. The physician then wanted to deflate the balloon, but it was not possible to deflate the balloon completely. The balloon was still filled with contrast/ nacl. The physician treated the sfa from distal to proximal with several inflations (approximately 4 inflations).the balloon opened up to 4mm every time, but did not deflate correct. It deflated not more than 50%. The problem was to remove the 50% still filled balloon through the sheath. The balloon was always filled with some contrast/nacl (half/half). It was not possible to remove the balloon through the sheath, because of remaining contrast. The physician changed to an 8fr sheath to remove the balloon through the 8fr lumen however this was not possible. Force was required during the device removal attempts. Finally the balloon broke from the shaft, and was removed from the body of the patient by surgery. The patient is reported to be well. No other clinical sequelae were reported for this event. Cine image: cine images were provided for review which shows vessel occlusion and the positioning of the guide wire. Images of the first and second inflation are also captured. Images do not capture the reported difficulties experienced by the physician.

Manufacturer narrative:
Evaluation results: related to operational context-use of device in concentric lesion with calcification and filiform stenosis. No device received for evaluation. No results available since no evaluation performed- device not provided for review evaluation.operational context caused or contributed to the event- use of device in concentric lesion with calcification and filiform stenosis. Unable to confirm complaint - device not provided for review. (B)(4).